Manufacturer narrative:
(B)(4). The device was manufactured on an unspecified date in 1997. A review of the device history records showed no abnormalities that could cause or contribute to the reported event. Should additional relevant information become available a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient was transported to the hospital after collapsing on the floor and bleeding. The incident occurred during a dwell cycle of pd therapy, while the patient was connected to the homechoice device. The reporter stated that the incident may have been caused by a slight stroke, however this was not confirmed. Treatment and patient outcome were not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A review of the service history revealed that previous servicing of the device was not related to the reported event. Upon conclusion of the evaluation, the cause of the reported event was undetermined. Should additional relevant information become available, a supplemental report will be submitted.